Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.25ozf-in). Inpen passed front cap investigation. However, intermittent leadscrew retracting during testing. Performed dust/debris investigation and found visible horizontal abrasions on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. However, deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer feels like the nob is slipping and not giving the correct dose. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-105elblna. The customer reported an inpen screw movement issue. Identified inpen screw was pulled back into the inpen while dialing and the customer did not touch/twist the injection/dose button or the customer changed the cartridge but was not successful in priming inpen. Inpen replacement required. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-105elblna was requested and the customer response was the device will be returned.